Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power controller was replaced, and the unit was returned to service.

Event description:
The hospital reported that, when the anesthesia machine was turned on, it alarmed 'system malfunction'. There was no report of patient involvement.